Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 463 mg/dl, 113 mg/dl, and 311 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer reported dosing with insulin and taking glucose tablets based on different readings they received on this meter, and then reported feeling shaky, sweaty, and difficulty when answering questions. However, there was no report of death or serious injury associated with this event.

Manufacturer narrative:
Customer returned a freestyle freedom blood glucose monitor and test strips with lot number 0726235. The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors or other issues were observed during control solution testing. The freestyle freedom blood glucose results as reported by the customer were identified in the meter internal log.